Event description:
It was reported that the lead dislodged. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a portion of the lead was cut at 16cm from the end of the conductor pin and both parts returned for analysis. The helix extension was within specification. Too many revolutions were applied when trying to actuate the helix causing the pacing coil to become over torqued. Normal coils/cables continuity and intact inner/etfe insulations were measured for the returned lead parts.